Event description:
It was reported that a pump alarmed constantly for an upstream occlusion (medication, programmed amount and delivery rate unknown).

Manufacturer narrative:
(B)(6). Baxter evaluated the device in question and a flow rate test was performed per the spectrum preventive maintenance procedure and the device was found to deliver within specification. During the flow rate test, no upstream occlusion alarms were observed. Review of the device history log shows constant downstream occlusion alarms. An additional flow rate test was performed using the event infusion parameters found in the history log and a constant downstream occlusion alarm was observed. The downstream sensor reading was found to be out of specification which caused the pump to alarm constantly for a downstream occlusion. At this time, the date of event is unknown.